Event description:
Account experiencing intermittent low patient sodium results that are higher when repeated on another analyzer (same method). Seven patient's samples with discrepant sodium results were provided. Patient 1, initial result 128 mmol/l, same sample repeat 134 mmol/l. Patient 2, initial result 134 mmol/l, same sample repeat 140 mmol/l. Patient 3, initial result 133 mmol/l, same sample repeat 139 mmol/l. Patient 4, initial result 134 mmol/l, same sample repeat 140 mmol/l. Patient 5, initial result 134 mmol/l, same sample repeat 140 mmol/l. Patient 6, initial result 133 mmol/l, same sample repeat 139 mmol/l. Patient 7, initial result 131 mmol/l, same sample repeat 137 mmol/l. Erroneous results reported for patient 1 only. No information provided to determine if results were used to guide therapy. The field service representative determined the cause to be possible contamination. The instrument was decontaminated, and verified to be operating per manufacturer's specifications.